Event description:
Customer had initially reported the adc freestyle libre sensor detached prematurely. On (B)(6) 2022, customer reported that due to a delivery issue involving the replacement product, she was unable to test and therefore experienced a medical event. Customer experienced sweating and loss of consciousness. An ambulance was called and customer was treated with glucose injection for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. B1 - adverse event/product problem was incorrectly documented. B1 has been updated to reflect case details.

Event description:
Customer had initially reported the adc freestyle libre sensor detached prematurely. On (B)(6) 2022, customer reported that due to a delivery issue involving the replacement product, she was unable to test and therefore experienced a medical event. Customer experienced sweating and loss of consciousness. An ambulance was called and customer was treated with glucose injection for hypoglycemia. There was no report of death or permanent injury associated with this event.